Event description:
The lay reporter contacted lfs on (B) (6) 2010 alleging inaccurate erratic readings on the pt's one touch ultra meter. The report mentioned that on (B) (6) 2010 at noon, the pt tested his blood glucose and obtained a 300 mg/dl and then at 5:30 pm, the pt obtained a result of 78 mg/dl. At 6:00 pm, the pt tested and obtained a 76 mg/dl on another device (daughter in law's meter). Approximately 3-4 minutes later after the pt tested on their meter, the pt exhibited symptoms of feeling sweaty, weak, and legs were a little wobbly. The pt went and self-treated with food/drink and did not seek any further medical attention. The pt felt that the result of 300 mg/dl and 78 mg/dl was big difference; however, there is no evidence that the meter malfunctioned since the time difference between the 2 readings was greater than 20 minutes from one another. The complaint is being reported since the reporter alleged that due to the erratic readings, the pt developed symptoms suggestive of hypoglycemia and had to self-treat with food.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.